Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 385 mg/dl for two days in 2009. The patient attempted to lower blood glucose by bolusing through the infusion device with no success. The patient believes the infusion device delivers too little insulin. The patient switched to the backup infusion device and blood glucose values decreased. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.